Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02930. It was reported the pt could not feel stimulation and reprogramming was unable to resolve the issue. Diagnostic testing revealed normal impedance readings. The pt will follow up with her physician regarding the issue.